Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller reports that patient reportedly received the following results on the inform system within 10 minutes: 19 mg/dl, 20 mg/dl, 192 mg/dl, 247 mg/dl, and 70 mg/dl. Patient was given an IV with an unknown amount of glucose based on low blood glucose symptoms. No adverse event related to the device was reported. Requested return of suspect device; however, test strips will not be returned. Replacement was sent.